Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient stated they experienced dizziness, shaking, vomited and passed out. Her son and spouse checked her blood glucose reading which was 500 mg/dl. Initially the patient reported that no cgm readings were available as the patient was not wearing a dexcom sensor as it had been ¿2 months ago since the patient wore a dexcom sensor for the last time¿, but later the patient reported that at the time of the onset of symptoms, the cgm reading was 400 mg/dl. The patient was brought to the emergency room and was treated with intravenous fluids. The patient was discharged after spending 3 days at the hospital. When the patient was discharged the patient was still experiencing weakness. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.